Manufacturer narrative:
The mount and screw bundle were returned for investigation. Visual evaluation of the as returned products identified signs of use and a fractured mount hex and screw for the reported device. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown.

Event description:
It was reported that the implant mount fractured. A new implant was placed to complete the procedure. Tooth location 26.

Event description:
No further event information available at the time of this report.